Event description:
Physician performed recanalization, angioplasty and stenting of totally occluded left superficial femoral and popliteal arteries in 2006. A protege 6x150mm stent was placed in the distal sfa and popliteal arteries. Patient came back for a follow up intervention on the right leg 3 months later. The protege stent was discovered to be fractured in three places. The physician sent patient for surgical bypass of the sfa/popliteal.

Manufacturer narrative:
Stent was not returned for analysis.